Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The lesion being treated was located in the left anterior descending (lad) artery. The 3.50x16 mm taxus express2 drug eluting stent dislodged while attempting to place it in the lad. The physician successfully snared the stent and used another taxus stent to complete the procedure. No additional patient complications were reported. Patient status reported as "ok." Additional information is unavailable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.